Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was blinked during the unspecified excision therapeutic procedure with the electric current. The intended procedure was completed using the same set of equipment. At the incoming inspection for the repair, olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. It was found the mesh turret failure. There was no patient injury associated with this report.